Event description:
It was reported that during a clinical trial procedure for a left internal carotid artery-ophthalmic (c6 segment) aneurysm with the subject flow diverter, there was clot formation seen on imaging at the distal end of the subject flow diverter which was treated with medication and resolved. Additional information received on 24-jan-2022 reported that on imaging, the patient had distal end stent stenosis 73 days post procedure with the subject flow diverter. The site reported a causal relationship with the subject flow diverter. No treatment was given due to this event and outcome is ongoing.

Manufacturer narrative:
B2 outcomes attributed to ae - updated. B5 executive summary - updated. D1 product long description - corrected. D4 catalog # and lot # - corrected. E1 initial reporter phone - corrected. F10/h6 clinical signs code grid - updated.

Manufacturer narrative:
Due to the automated manufacturing execution system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that during a clinical trial procedure with the subject flow diverter, there was clot formation at the distal end of the subject flow diverter which was treated with medication. Additional information received on 24-jan-2022 reported that the patient had distal end stent stenosis 73 days post procedure with the subject flow diverter. Additional information provided by the customer indicated that there were no procedural difficulties experienced during advancement of the flow diverter and the device was successfully implanted. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this complaint.

Event description:
It was reported that during a clinical trial procedure for a left internal carotid artery-ophthalmic (c6 segment) aneurysm with the subject flow diverter, there was clot formation seen on imaging at the distal end of the subject flow diverter which was treated with medication and resolved. Additional information received on 24-jan-2022 reported that on imaging, the patient had distal end stent stenosis 73 days post procedure with the subject flow diverter. The site reported a causal relationship with the subject flow diverter. No treatment was given due to this event and outcome is ongoing.

Event description:
It was reported that during a clinical trial procedure for a left internal carotid artery-ophthalmic (c6 segment) aneurysm with the subject flow diverter, there was clot formation seen on imaging at the distal end of the subject flow diverter which was treated with medication and resolved.

Manufacturer narrative:
Device is implanted in patient.